Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
A pump motor stall occurred (B)(6) 2011; the stall was confirmed in the event logs. The pt did not have any medical procedure or exposure to a magnet. On (B)(6) 2011, it was reported the pump was alarming; the alarm was due to a motor stall. The (B)(6) 2011 stall did recover on (B)(6) 2011; however, a stall recurred in the evening on (B)(6) 2011 without recovery noted. The pt experienced increased baseline pain, hypertension, and nausea. A pump replacement surgery was planned. Per MFR device registration, the pump was replaced on (B)(6) 2011. Pt outcome was not reported. The pump contained sufentanil 300 mcg/ml and clonidine 1688 mcg/ml. Add'l info has been requested, but was not available as of the date of this report.